Event description:
It was reported to philips that the device needs a 3 lead ECG trunk cable. There was no reported patient involvement.

Manufacturer narrative:
It was reported to philips, that the device needs a 3 lead ECG trunk cable. The field service engineer (fse), evaluated the device. And found that the 3-lead ECG trunk cable signal failed. The device needs a 3-lead ECG trunk cable upon conclusion of the evaluation. It was determined, that the 3-lead ECG trunk cable requires replacement. It was replaced. The device passed testing and was put back into service.